Manufacturer narrative:
No used product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A sketch was included of the used product by the rep. The separation of the sheath body from the hub occurred at the shrink wrap collar. The sheath body had separated cleanly. Based on the info rec'd, the cause for the reported event could not be conclusively determined. One unused 6f maximum sheath introducer from lot 1232971 was rec'd in a cardboard envelope and the envelope was in good condition. The introducer was within an unsealed pouch. The device was in good condition. The introducer met visual inspection criteria for packaging under dept procedures 002297 and 001407. The pull test of the sheath was within specification and no indication of separation occurred. The hub was cut down the center. A visual inspection of the hub/sheath interface found a neatly rounded sheath head with sheath material washing down the sides and hub material underneath the collar. All of which are characteristic of a strong design. Review of the device history record confirmed this lot met specification prior to shipment.